Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited noise. The noise presented via episodes of noise reversion and inappropriate high ventricular rate. The physician believed that the lead may have perforated and was picking up abdominal noise. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.